Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Please confirm if the needle broke into separate pieces or if the entire needle detached/pulled off from the suture. No 2. Did any needle piece fell into the patient? If yes, was it retrieved during the same procedure? What efforts were made to retrieve it? No 3. Were there any patient consequences? No 4. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) (please refer to the attached email) 5. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The product was sent to j&j on september 5, 2025. 1. Please confirm if the needle broke into separate pieces or if the entire needle detached/pulled off from the suture. No 2. Did any needle piece fall into the patient? If yes, was it retrieved during the same procedure? What efforts were made to retrieve it? No 3. Were there any patient consequences? No 4. Please provide the title of the external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Pharmaceutical chemist. 5. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The sample was sent to j&j on 5/09/2025.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, when passing the point the needle fades. Given the above they request the respective collection of the sample for proper investigation. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Investigation summary the product was returned to ethicon for evaluation. One empty open foil, one detached needle and one suture piece were received for analysis. Product code vcp345h. Upon visual inspection of the detached needle, the swage and the attachment area were noted to be as expected. No needle breakage was observed on the body, tip, or swage area. However, the body needle was noted with marks probably caused by a surgical instrument. In addition, the sample was tested by a resistance test to the needle and met the requirements. The suture piece received was inspected, and the extremes were noted to be cut probably caused by a surgical instrument. Also, body fluids were noted along the strand. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/28/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: d4, d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.